Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's step father reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 380 mg/dl. The customer was attempting bolus for correction and basal rate adjustment. The customer was admitted to the hospital. Customer's blood glucose in time of emergency room visit was 380 mg/dl. The customer caused of emergency room visit was diabetic ketoacidosis. The customer was treated with IV drip and zophran for nausea. Customer was not wearing the pump at time of emergency room visit. The customer was assisted with performing the high pressure test and the results is no delivery alarm sounded at 1.8 units. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to monitor pump.